Event description:
Patient called spontaneously and stated he was able to completely infuse his full dose of hizentra (B)(6) 2019, but then after he took out the 60ml syringe from the pump and tried to wind it back, it didn't wind back. Pump will be replaced and defective one returned for inspection. No adverse effects noted. No other information known. Reported to (B)(6) by: patient/caregiver.